Manufacturer narrative:
The product was discarded at the hosp. Therefore an eval of the device performance was not possible. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. A review of the mfg records was not possible as no lot number was provided.